Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. It was determined to be the result of a component error. The device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunctioned event which is associated with a failure to cut. Patient information was confirmed for this event. (B)(6).